Manufacturer narrative:
The problem was resolved with exchange. Date of birth: (B)(6). Sex: female other relevant history, including pre-existing medical conditions: the patient had a previous refractive surgery performed. (B)(4)

Manufacturer narrative:
This product is not marketed in the u.s. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot.

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo implantable collamer lens, -6.50 diopter, in the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged for a shorter lens due to excessive vault and significant reduction of irido-corneal angles. Additional information has been requested but none has been forthcoming. If additional information is received , a supplemental medwatch report will be submitted.